Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on the lot number of the sample received (74a1603246) and it was found that a non-conformance report was originated for the lot in question that can be associated to the complaint reported, however, material involved in this non-conformance was reworked and re-inspected according to specifications.

Event description:
Customer alleges that the circuit leaked and did not pass sst during ventilator set-up.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no defects were observed. Functional testing was also performed and no issues were detected, and no leaks were found. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned sample.

Event description:
Customer alleges that the circuit leaked and did not pass sst during ventilator set-up.

Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record review was conducted and showed that the lot number reported as 7481603246 is not a valid lot number at teleflex nuevo laredo. No corrective action can be established at this moment since the device sample is not available for evaluation. Customer complaint cannot be confirmed based only on the information provided. The lot number reported as 7481603246 is not a valid lot number at teleflex nuevo laredo. In order to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and it is not being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer alleges that the circuit leaked and did not pass sst during ventilator set-up.